Event description:
It was reported that the device illuminated the service indicator and logged several event codes in the memory. Physio-control's sales rep observed the failure as the device was pulled out of the box to set up for the first time. The device locked up and was not available for use. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has verified the reported failure and continues to investigate the problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.